Event description:
It was reported that during normal use of the device, the surgeon sustained a burn to their hand. Examination of the device, immediately following the incident, revealed that it had been assembled incorrectly prior to use. The device is packaged un-assembled from the manufacturer. The adaptor had not been installed on the blade prior to use. Upon identification of the issue the hospital staff re-assembled the device correctly and the case was completed. Several hours later an EKG was performed on the physician.